Event description:
The following information was provided by the initial reporter: it was reported that user found a white thread-like floating substance in a vial and in an infusion bag during preparation before use. The vial of trastuzumab nk has a special shape, and I would like you to verify how the dissolving solution enters the vial when the optima injector is used to infuse the dissolving solution with great force. 2 vials with protectors 1 infusion bag with spike set, 3 total.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.